Event description:
Endovascular ablation of the left great saphenous vein (gsv) was performed 5 years ago at another hospital. Cyanoacrylate closure (cac) was performed on the gsv (unablated area) of the left lower leg 3 years ago. A refractory skin ulcer on the left lower leg appeared 3 months ago and was difficult to treat. Pigmentation and induration were present along the gsv of the lower leg, and an ulcer measuring approximately 1×2 cm was formed. Debridement exposed a foreign body thought to be cyanoacrylate (ca), and topical treatment and compression therapy were performed, but no improvement was observed. No redness, heat, or swelling around the ulcer. No deep vein reflux/thrombus, no saphenous vein reflux (recanalization), no incompetent perforator around the ulcer. The gsv was removed after cac, and the postoperative course was good with wound healing.

Manufacturer narrative:
Additional information: d6a implant date is approximate, year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: the customer returned a power point presentation slide with 3 images of the patients leg and 3 images of an image of a cell with purple stained nucleus. From the returned images within the slide the customer complaint can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.